Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: review of the black box data revealed unexplained power on reset events recorded. On investigation, the pump powered on normally with the returned battery cap securely in place. The pump was exercised for 24 hours without any power interruption. There was no damage, defect or contamination of the pump¿s interior components investigation did not duplicate the complaint.